Manufacturer narrative:
Results = 650 is based on the evaluation of the returned sample; 213 is based on the retention samples evaluated. Conclusions = 77 is based on the evaluation of the returned sample; 71 is based on the retention samples evaluated. The actual device was returned to the manufacturing facility for evaluation. Visual inspection revealed no anomalies or defects, however the sample did not meet the leak test specification. The balloon deflated after inflation confirming the reported complaint. Visual inspection of retention samples from the reported lot and surrounding lots was conducted. There were no visual anomalies noted and all samples were leak tested and confirmed to meet manufacturing specification. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. The user facility reported three other similar complaints related to another device from the same product code; see mdrs 1118880-2016-00274, 1118880-2016-00275 & 1118880-2016-00276. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
On (B)(6) 2016 tr band samples were received with the sample for another report. An email was sent to the reporting terumo associate on (B)(6) 2016 to determine the issue for those samples. On (B)(6) 2016 the reporting terumo associate and he was unaware of why the additional samples were sent back. Additional information was received from the user facility on (B)(6) 2016. (1) the user facility stated that the issue was that the balloon did not hold air and was replaced with another tr band; (2) blood loss was reported to be less than 250ml; (3) it was reported that the patient's condition was safe and the procedure outcome was good.

Manufacturer narrative:
The investigation determined this complaint to be manufacturing related and as a result a nonconformance report has been initiated.